Event description:
A malfunction was reported on the pump, with no notable events occurring prior. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer, who was on a hiking trip without insulin, and took no action to address the elevated bg level. The malfunction code did not recur after the reset. Although the customer had experienced this issue before, no previous date was verified. It was suggested that the customer could continue using the pump but should call back if the malfunction code shows up again.